Manufacturer narrative:
Upon inspection and testing of the device, the reported issue (dark image) was confirmed. It was observed the device was displaying a black image. In addition to the solder joint protruding from the bending section, service found there was a leakage from the bending section cover, the adhesive on the bending section cover was peeled, the control body was corroded, the video connector was dented, and the bending section was deformed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the displayed image was dark, even though light was coming from the end of the scope. The reported issue occurred while reprocessing the subject device. No patient was involved. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the bending section was damaged and the solder joint was protruding from the bending section. This report is being submitted for the malfunction found during evaluation of the device (solder joint protruding). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely root cause of the broken bending section was excessive force to the bending section while the section was bent, which broke the tube. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged.¿ olympus will continue to monitor field performance for this device.